Manufacturer narrative:
One medfusion pump was received cracked and chipped out on both front corners of the top case and was missing the plunger case seal. The event history log was reviewed and there was no error which related to the reported issue. Inspection was conducted and the plunger assembly was found rotated 360 degrees due to a broken carriage. This issue is a result of the customer's physical damage to the device. The pump had been mishandled or dropped by the user, so the carriage was broken. The carriage and plunger tube were replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion pump had a clutch assembly issue. There was no reported adverse event.